Event description:
A CT scan showed that the lead had perforated. It was noted that capture had risen, and sensing and pacing lead impedance had decreased. The lead was replaced and was destroyed during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.